Event description:
A pregnant mother was having a scheduled c-section. A kiwi vacuum was opened to assist in the delivery of baby. The vacuum would not maintain a seal and would not pump pressure accurately. It was unable to be used. A new device was opened and used successfully. There was no patient/baby harm.